Manufacturer narrative:
The data logs were returned and confirm a gradual increase in purge pressure when heparin was removed. Heparin was added back into the purge system but the purge pressure remained high. The pump was returned and run in the lab and the high purge pressure was not reproduced and no blockages could be seen. The root cause of the high purge pressure is most likely a biomaterial buildup. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp device had high purge pressure. The pump was removed and replaced with no harm to the patient. It was also reported that the patient had several hematological problems (thromnose of acb, bleeding). Heparin was removed and replaced with sodium bicarbonate (nabic).

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation for the high purge pressure has been completed. The data logs were returned and confirm a gradual increase in purge pressure when heparin was removed. Heparin was added back into the purge system but the purge pressure remained high. The pump was returned and run in the lab and the high purge pressure was not reproduced and no blockages could be seen. The root cause of the high purge pressure is most likely a biomaterial buildup.